Manufacturer narrative:
The pump passed the rewind, idle current, run current, self test, off no power, basic occlusion, prime and displacement tests. The pump was stuck in a motor error alarm loop and a motor position encoder error alarm was noted in the alarm history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, occlusion, excessive no delivery or verify the motion test failure alarm due to the motor error alarm. The pump was received with a cracked display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarm and motor position encoder error alarm. Customer's blood glucose was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.